Event description:
Pt reported that when they went to deliver a bolus, they noticed that the outer tubing of the infusion set had come apart from the inner tube (no insulin leakage or smell of insulin was reported). Pt did experience high blood glucose (in the 300's [mg/dl]). But they believe the high blood glucose was not caused by the infusion set. Pt self-treated high blood glucose.